Event description:
Following veni-puncture the nurse was pulling on the white pebbled shield and stated that the unit had a recoiling sensation which caused the needle to spear through the tubing and stick them in the 2nd finger on the left hand.